Manufacturer narrative:
No resets or fault codes were identified from device memory. A review of the stored intracardiac electrograms from (B)(6) 2008 identified noise that is consistent with myopotential artifacts on ra and shock channels. There is also a minimal amount of noise on the intracardiac rv channel which is not sensed. The device was put through and passed therapy verification testing. It was concluded that this device performed normally throughout laboratory testing.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations found that this device met expected longevity. The device is currently undergoing operational and functional testing.

Event description:
Boston scientific received information in (B)(4) 2008 that this right atrial (ra) and right ventricular (rv) defibrillation lead was exhibiting electrogram noise. The resulting noise was associated with atrial tachycardia responses (atr) episodes and ventricular pacing inhibition. The electrogram noise was reproducible with patient isometrics. The right atrial, right ventricular pacing and shock impedance measurements have been normal. The patient was not symptomatic during the episode of pacing inhibition. The atrial sensitivity floor was reprogrammed to less and the clinical observation of noise could not be reproduced. Technical services discussed continued monitoring of this patient's device/lead system. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2012 due to normal battery depletion.